Event description:
Customer reported, poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and adjusted the monitor brightness, and contrast. System operates as intended.